Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2003. The month of manufacture was (B)(6). A ge healthcare service representative performed a checkout of the system and confirmed the stated issue. The positive end expiration pressure (peep) proportional valve and inspiration proportional valve were replaced to fix the reported issue.

Event description:
The hospital reported that, on the 4th breath, the unit no longer builds up any pressure and sets the new breath at the plateau of the last breath. When a beep of 8 is set the beep for 3-4 breaths builds up to 15-17. There was no reported patient involvement.